Event description:
The pk dissecting forceps instrument was returned without information. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one conductor wire to be broken at the yaw pulley exit. The yaw pulley shows no signs of arcing. The grip cables are not derailed at the wrist. The wire insulation does not appear cut or melted. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. Electrical continuity failed. Engineering also observed the distal end of main tube has a 2.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish, with glass fibers exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.